Manufacturer narrative:
Concomitant medical products: 5867-3m x 2 adaptors, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant, the patient complained of jumping sensation in the abdomen indicated as diaphragmatic stimulation. The left ventricular (lv) lead was programmed off yet patient continued to experience diaphragmatic stimulation. The right ventricular (rv) lead was then reprogrammed to reduce rv pacing. The lv lead was inactivated and the rv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.